Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ extension set micro bore leaked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported leakage."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-16. H.6. Investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received five unopened units and a top web from item number 385102. Through the visual microscopic evaluation, damage was not observed. The q-sytes and extension tubing were leak tested using an iso standard male luer. Leakage was not observed. The q-sytes were then separately leak tested in both the actuated and unactuated positions. Leakage was not observed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures reported. A device history record review showed no non-conformance's associated with this issue during the production of these batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte¿ extension set micro bore leaked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "customer reported leakage."